Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited high capture threshold and high pacing impedance. The rv lead was not used. The physician continued with the second rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of high lead impedance and inadequate capture were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual inspection, x-ray examination and electrical testing were normal with no anomalies found.